Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate alarm. The balloon has been in for several days, and the patient is post heart transplant. The customer switched to using the fluid lumen which aspirated with difficulty, but did eventually yield a good waveform. The patient also has a brachial arterial line. We discussed the nurse¿s options if the catheter fluid lumen loses the waveform. She understands the axillary insertion being the reason for the calibration issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Occupation - bsn, ccrn assistant nurse manager. The device will not been returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with the additional information. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).